Manufacturer narrative:
It was reported that the auxiliary monitor arm allegedly broke off. A stryker field service technician (sfst) investigated the issue and replaced the broken auxiliary arm on the boom. The old arm is being returned for further investigation. No adverse events or injuries were reported, as this issue was not tied to a procedure. A supplemental will be filed after the investigation is completed.

Event description:
It was reported that the auxiliary monitor arm allegedly broke off. No adverse events or injuries were reported, as this issue was not tied to a procedure.

Manufacturer narrative:
The device was inspected in house at stryker communications. It was observed that the monitor mounting plate broke away from the monitor arm. There is evidence that the device was involved in a collision with other equipment in the room, as well as the potential that it was loaded beyond its weight capacity. Therefore, the root cause of the issue observed is customer misuse. The damaged peerless monitor arm was scrapped by stryker and replaced with an innovative monitor arm.

Event description:
It was reported that the auxiliary monitor arm allegedly broke off. No adverse events or injuries were reported, as this issue was not tied to a procedure.